Event description:
Eval revealed that the pump displayed an alert message on the screen but did not emit an audible or vibratory alarm.

Manufacturer narrative:
The pt's mother reported that the pump exhibited a visible battery compartment crack and emitted multiple alarms. The pump was returned to animas for eval. Eval demonstrated that the pump displayed an alert message on the screen but did not emit an audible or vibratory alarm. The pump was found to have corrupted data.